Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers. The baseline gender/age characteristic is male/5 years old, for the patients referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿fractally coated myocardial pacemaker leads in children.¿ journal of interventional cardiac electrophysiology 14, 37¿43, 2005.

Event description:
A journal article was reviewed that contained information regarding this lead model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. There were two (2) patients who experienced exit block; both of which the leads were replaced. There was a report of a lead fracture; in which the patient¿s system was removed due to the patient no longer needing therapy. There was one (1) patient each with increased sensing thresholds, reprogramming the lead, and elective replacement. There were twelve (12) patients who had ¿increased energy thresholds.¿ the status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.